Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer was hospitalized on (B)(6) 2015 with diabetic ketoacidosis and was released the next day. Blood glucose value was in the 20 mmol/l range. The customer declined troubleshooting. He was explained that the no delivery could be caused by a set or site occlusion. The customer still wanted to get the insulin pump replaced to be safe. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, battery tube threads and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.